Manufacturer narrative:
The reported event of loss of capture was confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination revealed a compressed outer coil due to an overtightened suture. The high potential test failed due to the damaged inner insulation at the suture tie region. The cause of the reported event was due to the damaged inner insulation caused by the overtightened suture, which is consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, a loss of capture was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.